Event description:
The customer reported that his bg's had been high (408-500mg/dl) throughout the day despite having administered multiple correction boluses. He went to take another bg reading when the pod initiated an occlusion alarm, though no kink or blood was seen in the cannula. At that point the pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.